Manufacturer narrative:
The device was received at end-of-service battery level. Device image analysis and functional device testing show elevated device current and sudden drop in voltage. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the device was at elective replacement indicator (eri) during an in clinic follow-up. Premature battery depletion was suspected. Additionally, loss of capture, low pacing impedance, and loss of sensing was observed on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.